Event description:
The device was used for the excision of a lung lesion. Reportedly, the instrument would not release from tissue. A second instrument was required to complete the biopsy. Co has been unable to obtain any further info from the hosp.